Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as the lot number provided is incorrect. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that, "a surgeon was using an ultra gown when he rubbed his hand against his chest noticed the gown started linting." No injuries and no patient adverse effects reported.

Manufacturer narrative:
Correction: the original lot number provided (h452313p12) for the actual sample in the reported event, was not a valid lot number. This field has been corrected to unknown. A review of the device history record was not possible as the reported lot number was not valid. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).